Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s., but not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticm5_12.6, -12.5/+2.0/074 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2020. The surgeon reports residual astigmatism, and blurry vision. The lens was repositioned, and the problem was resolved.

Manufacturer narrative:
Additional information: b5: the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -12.5/+2.0/074 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2020. The surgeon reported residual astigmatism and blurry vision. The lens was repositioned on (B)(6) 2020, and this resolved the problem. Lens remains implanted. Secondary surgical intervention occurred on (B)(6) 2023, for lasik enhancement for residual astigmatism affecting visual outcome. Reportedly this was not related to the lens or procedure. This resolved the problem. H6: 4625-lasik enhancement. Claim# (B)(4).

Manufacturer narrative:
Claim#: (B)(4).